Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and per the physician, the reported unintended movement associated with clip opened while locked appears to be related to patient conditions (anulus calcification and tethered posterior leaflet). There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
Subsequent to the initially filed report, additional information was received stating the patient had tethered posterior leaflet and anulus calcification. After deployment of the clip, it opened to 35 degrees. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report unintended movement it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the patient head a large atrium. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened more than 20 degrees. It was noted the clip remained stable on the leaflets. Mr was reduced to a grade of 1+; therefore, no additional clips were implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.